Event description:
While the unit was on a patient, the unit displayed "iab cath alarm" and "electrical test failure". The patient was switched to another unit and therapy was initiated. No patient injury was reported.